Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("intolerance to various metals but also to synthetic fibers, treatments on optical glasses, glues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypersensitivity. Concurrent conditions included foreign body in mouth. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), general physical health deterioration ("health problems"), allergy to synthetic fabric ("intolerance to various metals but also to synthetic fibers, treatments on optical glasses, glues") and allergy to chemicals ("intolerance to various metals but also to synthetic fibers, treatments on optical glasses, glues"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the allergy to metals, allergy to synthetic fabric and allergy to chemicals outcome was unknown and the general physical health deterioration was resolving. The reporter considered allergy to chemicals, allergy to metals, allergy to synthetic fabric and general physical health deterioration to be unrelated to essure. The reporter commented: the removal of materials in her mouth spontaneously improved her health problems. She also stated that the product and laboratory was obviously not involved, it was her body that was intolerant to a lot of things. The patient refused to give her hcp contact data. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-dec-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 353 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 18-dec-2017: case upgraded to incident. Essure was removed in (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.